Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the unit was not working and displayed an e-2 error message.